Event description:
It was reported that the patient with this inflatable penile prosthesis experienced dissatisfaction due to the ridges when deflated. There was bulging noted on the shaft of the penis, the physician believed that it could be due to weakened corpora. The device was removed. No patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced dissatisfaction due to the ridges when deflated. There was bulging noted on the shaft of the penis, the physician believed that it could be due to weakened corpora. The device was removed and replaced. No patient complications were reported.